Event description:
It was reported that the customer was hospitalized with high blood sugars. Customer said the sales representative checked the pump and it did not work. Customer does not feel comfortable with the unit and requested a replacement.